Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator system triggered an alert due to a high out of range right ventricular (rv) shock impedance measurement of greater than 125 ohms. Boston scientific technical services was notified for assistance. Boston scientific technical services provided troubleshooting recommendations and discussed programming options. Additionally, the patient was seen in-clinic for a follow up. Interrogation of the device and lead integrity measurements were performed. There was no noise or impedance changes during maneuvers or manipulation of the device. The device was reprogrammed. This cardiac resynchronization therapy defibrillator and rv lead remain in service, and there were no adverse patient effects reported.